Manufacturer narrative:
Pump received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 203 mg/dl. Customer also reported that the insulin pump was not making any audible sounds during basal. Blood glucose level at the time of this incident was 246 mg/dl. During troubleshooting, the device passed the self test. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.